Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to chronic pain. The device was explanted on (B)(6) 2010, and the patient was reimplanted with another device during the same surgery.